Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible undersensing noted in current and stored electrograms (egm). It was also noted the ra lead exhibited possible far field r-wave (ffrw) sensing on stored egms causing false detection of atrial tachycardia/atrial fibrillation (at/af). The ra lead also exhibited high and undefined impedance. An ra lead polarity switch was observed. The ra lead remains in use. No patient complications have been reported as a result of this event. 2021-09-09 it was further reported that the ra lead exhibited noise and was extracted and replaced. It was also noted that the right ventricular (rv) lead exhibited high thresholds, noise, dislodgement and possible fracture. Rv lead was extracted.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.